Manufacturer narrative:
The sample is currently in transit to the manufacturing plant for investigation. A summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the tube was placed in the patient on (B) (6) 2010 and on (B) (6) 2010 received a vent alarm and the staff was not able to inflate the cuff. A non-routine replacement of the tube was required. The caller stated that on (B) (6) 2010, the patient expired due to amyotrophic lateral sclerosis (als) and the tube failure did not contribute to the patient's expiration. Please refer to the related MFR # 2936999-2010-00727 submitted on 04/19/2010.